Event description:
Patient was revised to address pain.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product error contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.